Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not able to hear with the device. The external components were checked but no problems were reported. Device explantation is planned.

Manufacturer narrative:
Damage to the lead wire of the conductive link likely caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was not able to hear with the device. The device has been explanted.